Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 350 mg/dl with polyuria, polydipsia and headache. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer support revealed the patient was having issues with loss of prime caused by training/misuse issues; over/under cycling the insulin cartridge, cartridges being filled with cold insulin rather than room temperature insulin per the instructions for use. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with training/misuse issues involving of the insulin cartridge.